Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a regular follow-up of the ICD involved in this MDR report, inappropriate therapy was confirmed and noise sensing was observed in all recorded episodes. During the follow-up, noise sensing was not reproduced while applying pressure on ICD implant site and rotating a shoulder. The pt was then admitted for a revision: no anomaly was found at connection level between ICD and leads; noise was also not confirmed when manipulating the leads. No anomaly was found on lead electrical characteristics when measured with a psa analyzer. Since lead failure was not suspected, only the ICD was replaced. ICD failure was not considered, but the device was returned for analysis. A new device was successfully implanted without noise detection.